Event description:
It was reported by the customer that during routine check the cs100 intra-aortic balloon pump(iabp) had a low vacuum. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.